Event description:
A hemodialysis user facility has reported a separation. It was learned, in speaking with the initial reporting rn, that when the access flow test had been completed, the staff was manually placing the dial back into position for the remainder of the dialysis treatment, when the separation occurred. The patient was restarted on dialysis with use of lines and completed without further incidence. Reportedly, this event resulted in a minimal blood loss due to most of the blood contained in the lines were able to be returned to this patient. The patient completed their treatment without further incidence and was discharged to home. No sample was saved for an evaluation.